Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was discarded; therefore, it was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the probable cause of the malfunction was not established, as the findings did not lead to a clear conclusion regarding the cause of the reported adverse event. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device jaws were sticking. The issue was found during a bilateral salpingectomy. No surgical delay and no patient harm was reported by the customer.

Event description:
It was reported, the subject device jaws were sticking. The issue was found during a bilateral salpingectomy. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.